Manufacturer narrative:
Upn corrected from unk870 to h74904527052. Brand name corrected- advantage balloon catheter inflation device to encore¿ 26 advantage kit. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. The pouch was found open. The only piece of the kit returned was the insertion tool. Two hairs were returned inside the pouch. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a foreign matter was found on the device. An advantage balloon catheter inflation device was selected for use. During unpacking, a thread or hair was noted on the device. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a foreign matter was found on the device. An advantage balloon catheter inflation device was selected for use. During unpacking, a thread or hair was noted on the device. The procedure was completed with another of the same device. No patient complications were reported.